Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. The patient does not know how long she was without insulin administration. The patient received a blood glucose result of hi mg/dl on an unknown device, and experienced elevated blood glucose symptoms of feeling malaise and was vomiting. The patient was transported to the hospital. At the hospital the patient was admitted into the ICU and was diagnosed with diabetic ketoacidosis. The hospital treated the patient with insulin administration, and also placed her on a different infusion device that belongs to the hospital. The blood glucose results obtained at the hospital were unknown. At the time of the report on (B)(6) 2019 the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.